Event description:
Additional information received reported the patient did have an appointment for a consult on (B)(6) 2015. The healthcare provider (hcp) would have to pull the chart to see what was determined. The patient was seen (B)(6) and the manufacturer representative (rep) was also present and interrogated the patient's device. The device had 25 percent of the battery remaining, approximately 1-2 years. There was no mention in the progress note regarding the patient having difficulty charging the stimulator. They discussed replacement when the time came and the patient would keep the hcp aware of battery status if they saw the elective replacement indicator (eri) message. The patient was in continuous mode. It was unknown what the event cause was. When the rep met with the patient they were able to view full chars while charging. It did not appear to be device related. The patient could recharge normally and receive effective therapy. Troubleshooting or interventions done was that the rep viewed the patient's charging with full bars and they charged the battery on april 22. As far as the rep knew, the patient was doing well and receiving effective therapy. Neither the rep nor the hcp had any additional information.

Event description:
It was reported that there was a coupling problem. It was recommended to use the antenna locate (al) feature. The patient reported 38 coupling, then 50 but the patient was still showing zero coupling boxes when charge initiated. There was a broken external antenna. No medical or therapy problem was reported. No out of box failure was reported. The patient received a replacement antenna. They were still not able to get any coupling boxes to appear. The patient got the flu after receiving it in (B)(4) 2015, but was feeling better. The patient hadn¿t liked the new implantable neurostimulator (ins) as much as the old one. The patent had trouble getting the screw for the implantable neurostimulator recharger (insr) antenna back plate out in (B)(6) 2015. The patient wanted to see the healthcare provider (hcp) instead of attempting any troubleshooting at the time of the report. The patient received assistance from their hcp or manufacturer representative and their concerns were resolved. There was an appointment date noted for (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 748940, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-33, lot # v015617, implanted: (B)(6) 2007, product type lead; product ID 3888-33, lot # v015617, implanted: (B)(6) 2007, product type lead. (B)(4).